Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant folate result on advia centaur xpt instrument. Quality control (qc) was within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found droplets forming around the ancillary board. The cse replaced the diluter, ancillary probe, and 2 way valve. The cse cleaned wash station aspirate probes. The cse checked system fluid lines and dark counts. The cse performed daily cleaning procedure and ran quality control (qc), which was acceptable. The cse conducted reproducibility testing for folate, which resulted satisfactory. The cause of the discordant folate result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high folate result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s). The sample was diluted and repeated on the same instrument, resulting lower. The sample was run neat on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant folate result.